Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the research article ¿bleeding in critical care associated with left ventricular assist devices: pathophysiology, symptoms, and management¿ that heartmate 3 may be related to low hemoglobin level, gastrointestinal (gi) bleeding and platelet dysfunction. The patient in this case study had severe heart failure (hf) after an acute myocardial infarction. Three months after lvad implant, he was admitted with a hemoglobin drop from 6.2 to 3.2mmol/l. His inr was 4.2 at the time of admission, and acenocoumarol was temporarily stopped. Subsequently, the inr was targeted at 1.8 to 2.5 during admission, and he received 5 units of packed red cells. In addition, he underwent endoscopy of the upper and lower gi tract. However, no bleeding source was found at that time. Finally, aspirin was discontinued, and he was discharged. Laboratory assessment performed several weeks after admission revealed normal platelet aggregation patterns with adp, ristocetin, collagen, and arachidonic acid; however, they were weak and reversible with thrombin. It was concluded that the patient suffered from platelet dysfunction, probably related to the lvad in situ. The date of the event is unknown. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the heartmate 3 lvas and the reported event cannot be conclusively determined through this investigation. It was reported that the patient was admitted approximately 4 months after their implanting surgery due to a decrease in hemoglobin from 6.2 to 3.2mmol/l. The patient¿s inr was greater than 4.2 at the time of admission, and their acenocoumarin was temporarily stopped. The patient underwent an endoscopy of the upper and lower gastrointestinal tract; however, no source of bleeding was identified. A new inr goal range of 1.8 to 2.5 was set while the patient was admitted, and the patient received a total of 5 units of packed red blood cells. Aspirin was discontinued and the patient was discharged. A laboratory assessment performed several weeks after the patient¿s hospital admission revealed normal aggregation patterns with adenosine diphosphate, ristocetin, collagen, and arachidonic acid; however, it was reported they were weak and reversible with thrombin. The assessment concluded that the patient suffered from platelet dysfunction, which may be related to the vad in situ, and an acquired von willebrand syndrome could not be confirmed. No rebleeding occurred during a follow-up visit without aspirin and on acenocoumarol (new inr target range of 2.0-3.0). The patient remained ongoing on vad support, awaiting a heart transplant. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.